Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot ac9157423 and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a smartablate irrigation tube set and the packaging was open. Initially it was reported that there was a contaminated item, blocked packaging. No damage was caused to the patient. No patient consequence. Additional information was requested and a response was received which clarified it was not foreign material. It was just opened packaging. The top corner of the packaging was open. Since the packaging was open, they considered the material contaminated and could not be used on the patient. Caller does not have any images. The item was identified by the hospital. Material discarded according to hospital protocol. Material was not used on the patient.